Event description:
Customer reported that the unit of measure changed on their freestyle flash meter from mmol/l to mg/dl. They also reported receiving a meter reading of 263mg/dl and noticed there was no decimal point in the reading and believed the reading to be incorrect. However, the customer self-treated with 14 units of insulin and experienced severe hypoglycemia while asleep. The customer's partner noticed the symptoms and tried to wake the customer. Paramedics were called and the customer was treated with IV dextrose and "hypostop". The customer also self-treated by eating a candy bar. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
The meter was returned and investigated and the memory overwrite malfunction was not confirmed. A meter reading of 363 was found in the meter's log in 2008.